Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 23mm sapien valve moved aortic upon deployment, resulting in a 95:5 aortic position and severe paravalvular leak (pvl). A second sapien valve was subsequently implanted, which reduced the pvl to trace. During the procedure, the patient experienced significant blood loss at the access site and received 3 units of packed red blood cells (prbc) and approximately 700cc of cell saver blood. The transapical access site was closed without complication and the patient was transferred to the intensive care unit in stable condition. Balloon aortic valvuloplasty (bav) was performed with a 20x3 edwards balloon. When the bav balloon was fully inflated, a small dent was noted, which appeared to have been caused by bulky annular calcification. The patient had a lbbb at baseline, but the complex widened after bav. Prior to deployment, the sapien valve was positioned 60:40 aortic. The delivery balloon was inflated half way, at which time the sapien valve moved approximately 4-5 mm aortic. The physician tried to pull the valve more ventricular, but it did not move. The sapien valve was then fully deployed, resulting in a 95:5 aortic position with severe pvl located posteriorly and anteriorly. A second 23mm sapien valve was then deployed with a 50% overlap within the first valve, which reduced the pvl to trace. During the procedure, the patient experienced significant blood loss at the access site and received 3 units of packed red blood cells (prbc) and approximately 700cc of cell saver blood. The transapical access site was closed without complication and the patient was transferred to the intensive care unit in stable condition. The native aortic annular diameter was 18mm (area 300) by tee. The native aortic valve was severely calcified. There was severe mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 50%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the aortic movement upon valve deployment was severe mac and a narrow, heavily calcified lvot.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the aortic malposition cannot be confirmed. However, patient (severe, bulky native valve / annular calcification, severe mac and a narrow, heavily calcified lvot) and procedural (unable to reposition during two step inflation of the delivery balloon) factors may have contributed to the event. The pvl was likely caused by the 95:5 aortic position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.